Event description:
Surgeon decided to perform a revision surgery aiming at a facial nerve decompression as the patient was suffering from a facial palsy after first surgery. During this revision, electrode array needed to be removed from the cochlea and it was noticed that contact no12 of the lead was detached from silicon array. It is most likely that the channel 12 was damaged during the revision surgery. A new implant was implanted during the same procedure. The severity of the palsy is grade 4; it is still present with the new device, but recovery is expected.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient suffered from facial palsy since implantation surgery due to a compression of the facial nerve. A decompression surgery was performed, however the device was inadvertently damaged during the surgery. Device investigation confirmed the reported damage. Other mechanical damages found during investigation are attributable to the removal surgery. Reportedly, facial palsy is still present with the new device, but recovery is expected. This is a final report.

Event description:
Surgeon decided to perform a revision surgery aiming at a facial nerve decompression as the patient was suffering from a facial palsy after first surgery. During this revision, electrode array needed to be removed from the cochlea and it was noticed that contact no12 (apex) of the lead was detached from silicon array. A new implant was implanted during the same procedure.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.